Manufacturer narrative:
(B)(4). Lot #: n54265. The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr45w cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.

Event description:
It was reported that during a laparoscopic converted to open proctectomy procedure, on an unknown firing, the surgeon was firing the device with a white reload on the superior hemorrhoidal pedicle and the device would not fire and was difficult to open. The sales rep was called into the room when the surgeon tried a few times and could not open the jaws. The rep walked the surgeon through troubleshooting and knife reverse would not work, so manual bailout was used to release the device. It is not known if the device cut or stapled. The surgeon encountered an arterial bleed during the procedure and the case was converted to open. It is not known if the pumping bleed was related to the device or not. The case was converted to open and a manual endocutter was used to complete the procedure. The volume of blood loss is unknown. It is unknown if the patient received any blood products. The patient status is not known.

Manufacturer narrative:
(B)(4). Date sent: 7/6/16 additional information requested and received: what were the indications for surgery? Suspected cancer of the rectum. (Robotic assisted proctectomy) what trouble-shooting steps were taken to open the device? None, upon entering the room due to the tension level, I instructed the surgeon to use the manual override. When attempting to fire device, was any audible sound heard from the motor? The stapler attempted to fire and stopped. "I call it the lock-out indication" (the sound was similar to the sound that you hear if the gun was fired without having a reload loaded in the gun.) Does the surgeon believe that the arterial bleeding was related to the device? Yes.... He believes the bleeding was a result of the stapler getting stuck on the vessel. The bleeding was delayed, and he tried unsuccessfully to stop it with harmonic and ultimately had to open. What is the current patient status? The patient was discharged and is fine, there have been no additional reactions or events.

Manufacturer narrative:
Pi1-12b0ub7 / (B)(4). Date sent: 1/24/24. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6 manufacturer report number.